Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the cords were dented. The patient had a small 2nd degree burn near the top portion of the abdomen area and was treated.